Manufacturer narrative:
Product ID 8709sc serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835 serial# (B)(4), product type programmer, patient product ID 8591-38 lot# d12890 implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that a patient was overdosed. It was unclear if it was due to a pump problem or scripts written by the physicians. The patient¿s symptoms included respiratory depression. The patient outcome was unknown.